Manufacturer narrative:
The pod was returned with the needle mechanism in a not deployed state. Investigation of the pod data found that the pod completed first and second prime early due to rotational sensor malfunctions. These rotational sensor malfunctions can be confirmed as the root cause of the needle not deploying during operation. A rerun of the pod found the rotational sensor malfunctions to replicate in the rerun data. The rotational sensor assembly was inspected, and no abnormalities were observed that would lead to the reported rotational sensor malfunctions. The exact cause of the observed rotational sensor malfunctions cannot be determined. Upon inspection of the drive mechanism contamination was observed on the commutator cap. This contamination would not have contributed to the rotational sensor malfunctions as it was not in line with the rotational sensor springs.

Event description:
It was reported that the needle never deployed the cannula into the skin.

Manufacturer narrative:
The device has been returned/received to date. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.